Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 4367ml. The largest prescribed fill volume was 2500ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was not aware of this event as the patient did not report any symptoms of overfill. The patient has resumed therapy without patient injury or medical intervention.

Event description:
On (B)(6), 2010, a doctor reported that a restoration that had been placed with maxcem elite cement de-bonded. This is the first of four reports.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up MDR will be sent upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. The assignable cause of the iipv was insufficient drain and use error due to an inappropriate bypass of the initial drain and/or insufficient drain caused by one or more cycles advances to the next fill when slow or no flow occurred above the minimum drain volume threshold. The device was forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4) is currently open for the reportable malfunction of increased intra-peritoneal volume (iipv) / overdelivery.

Event description:
During review of the pump's event history, baxter personnel found a colleague infusion pump with a failure code 808:02, which interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.